Manufacturer narrative:
Device code(s): pain (1994), limited mobility of the implanted joint (2671), anxiety (2328), depression (2361). Appropriate term/code not available (3191) was selected for the alleged device perforation. Appropriate term/code not available (3191) was selected for the alleged device tilt. Investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc)/organ perforation, thrombus, difficult to retrieve, tilt, pain, insomnia/stress/fear/depression, limited mobility, pulmonary embolism, long term anticoagulants, thrombus in apex of the filter, unable to retrieve and anxiety. The reported allegations have been further investigated based on the information provided to date. The information regarding unable to retrieve the filter does not change the previous investigation results for difficult to retrieve the filter. The information regarding thrombus in apex of the filter does not change the previous investigation results for thrombus. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Unknown if the reported anxiety, and long term anticoagulants, pain, insomnia/stress/fear/depression, and limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2018 via the right internal jugular vein due to bilateral pulmonary embolus, bilateral deep vein thromboses and recent posterior fossa stroke. Patient is alleging tilt, vena cava and organ perforation, device is unable to be retrieved, thrombus within apex of filter, pain, and long-term anticoagulants. The patient further alleged severe pain, underwent attempted removal surgery but due to clot development filter was unable to be removed. Can no longer restore old cars, suffers from insomnia, and can no longer help out with the care of grandchildren. Fear for future harm or possibly death from filter. Sleep on couch on first floor, endure daily stress and anxiety. The patient also alleges prior diagnosis of depression years ago and resolved until recently after filter complications. Since filter issues the patient now suffers from depression/anxiety/insomnia. Attempted subcutaneous via right internal jugular vein-removal aborted when clot was discovered on (B)(6) 2018 due to retrievable and temporary inferior vena cava filter. (B)(6) 2018, per a report from retrieval report (attempted); ¿attempted filter retrieval performed on (B)(6) 2018. Reason for exam: the patient presented to the hospital with large bilateral central pulmonary emboli with straightening of the intraventricular septum. The patient experienced a left cerebellar infarct. Anticoagulation was contraindicated and the caregivers requested retrievable vena cava filter placement. His was placed (B)(6) 2018. Patient returns today for attempted removal of the filter. Technique: the venacavogram demonstrated thrombus within the apex of the filter. Consequently retrieval was aborted at this time. Impression: attempts at filter retrieval were aborted due to clot within the filter.¿ (B)(6) 2019, per a report computed tomography; ¿history: evaluate ivc filter. Findings: with respect to ivc filter, topmost portion of the filter is 4.1cm below the level of the renal veins. Bottommost portion of the filter is 4cm above the iliac vein bifurcation. No large tilting is identified. The 4 distalmost struts extend from 2-4 mm from the wall of the ivc on axial images.¿

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2018." It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.